Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
It was reported that the patient was intubated by the ed attending. A fiberoptic laryngoscope was used to intubate, the procedure was described as normal. After the patient was connected to the ventilator, it was found that the cuff was unable to remain inflated. There was no patient harm, desaturation, or injury. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of "does not stay inflated - cuff" was confirmed based upon the sample received. The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample had multiple holes in the balloon cuff which would prevent the cuff from inflating. No other defects or anomalies were observed. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It was unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the patient was intubated by the ed attending. A fiberoptic laryngoscope was used to intubate, the procedure was described as normal. After the patient was connected to the ventilator, it was found that the cuff was unable to remain inflated. There was no patient harm, desaturation, or injury. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.